Event description:
A male patient underwent aaa repair on (B)(6) 2009. When the physician attempted to deploy the zenith main body, he encountered difficulties deploying the top cap. The area representative suggested pulling the metal cannula down against the top cap and then pushing it up to deploy the top cap. The physician repeated this several times. After several attempts to move the top cap by pushing and pulling the metal cannula to loosen the frozen top cap, it finally moved up and freed the bare metal stent. A great deal of force was used by the doctor and the delivery system bowed significantly while this was being done. The pt is doing well.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.